Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump was lost. Customer has contacted hotel; no one has turned in the device. The lost insulin pump was not missed until sunday. Customer was hospitalized due to high blood glucose. The paramedics were called; customer passed out. Customer was transported to hospital. Customer did not have the insulin pump or blood glucose meter; items were lost in hotel. Diagnosed diabetes ketoacidosis. Hospital treated with IV insulin. Nothing further reported.